Event description:
Instrument broke during surgery in an attempt to remove screw from the left hip. Piece of instrument left in patient. Physician documented that removal of broken instrument piece would have weakened bone. Dates of use: (B)(6) 2010. Diagnosis or reason for use: hardware removal left hip.